Manufacturer narrative:
The reagent lot number is 67204201. The expiration date is 30-apr-2024. The field service engineer (fse) inspected the analyzer and found the cover for the sampling area detached at one side causing sampling liquid level detection (lld) interference. He then reattached the sampling cover assembly and checked the lld while moving the sample and reagent probes up and down in the sampling position. He performed mechanical and instrument checks with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys troponin t stat assay (troponin t stat) result from one patient sample tested on the cobas e411 disk. The initial result was reported outside of the laboratory. The reporter noticed that the result was odd prompting the rerun of the patient sample. The initial result was 20 ng/l. The repeat result was 44 ng/l. The repeat result was deemed correct and the initial result was amended.